Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for left sided atrial flutter (l-afl) ablation procedure with a pentaray nav high-density mapping eco catheter and the biosense webster inc. (Bwi) product analysis lab (pal) observed spine d damaged with internal wires exposed. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618.the correct address is 33 technology dr. Irvine, ca 92618. This report has been updated. The investigational analysis completed (B)(6) 2019. The device was inspected and the spline d was found stretched and damaged. The rings were observed intact. Internal wires were observed exposed. During the second visual inspection one ring was found missing. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the spline cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedure. This damage could be related to the handling of the device during the procedure. Per pentaray nav high-density mapping eco catheter instructions for use, the usage of pentaray catheter is contraindicated in patients with prosthetic valves. Manufacture reference no:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) during an internal review of this complaint file on (B)(6)2020, it was noticed that this event was incorrectly reported as a serious injury instead of malfunction. Section h1 of this report has been updated.

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 4/2/2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to this complaint were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for left sided atrial flutter (l-afl) ablation procedure with a pentaray nav high-density mapping eco catheter and the biosense webster inc. (Bwi) product analysis lab (pal) observed spine d damaged with internal wires exposed. Initially it was reported that a medical device entrapment occurred, requiring no interventions. During the mapping phase with the pentaray catheter, the catheter got trapped in the mechanical mitral valve. The physician was mapping the left atrium close to the mitral ring, when suddenly one spline got trapped on one of the valves of the mechanical mitral valve. The trapping valve stopped moving at the trapping instantly. Retrieval was attempted, and in the final attempt the catheter was successfully released. No medical or surgical intervention was required to release the catheter. The trapping valve resumed its beating as soon as the catheter was released. Right before arm release, on the x-ray, the trapped arm looked longer, as if the attempts to release the catheter had lengthened the trapped arm more and more. The patient was under general anesthesia and both transesophageal echocardiography (tee) and x-ray were in use during this complication. Once the catheter was relieved, the procedure continued. No further issues occurred. Extended hospitalization was not required and the patient¿s outcome was unchanged. The catheter deflection was proper during the case and the functionality of the catheter was not lost at any time. The physician¿s opinion regarding the causality of the event is that it was procedure related. The procedure was completed successfully with no patient consequences. Per pentaray nav high-density mapping eco catheter instructions for use, the usage of pentaray catheter is contraindicated in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. The medical device entrapment issue has been assessed as not MDR reportable as it required no interventions. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi pal received the device for evaluation on 4/3/2019, and found spine d damaged and stretched, with all rings intact. The observed damage to spine d has been assessed as MDR reportable as internal wires were exposed, compromising the device integrity.